Event description:
Same case as: 2134265-2012-03640. It was reported that post stenting treatment procedure, thrombosis occurred. In (B)(6) 2011, two unknown promus element plus stents were implanted on two separate visits. One stent was deployed at the bifurcation of the left anterior descending artery (lad) and the other was deployed in the diagonal (dx) artery. In (B)(6) 2012, thrombosis was identified in the dx. The patient had stopped taking plavix one month prior to this occurrence. Details of the intervention are unknown. No further patient complications were reported and the patient's status is fine. Additional information was requested, but not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).